Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then, it will be submitted in a supplemental report.

Event description:
It was reported that: "the pt was revised due to dislocations caused by substance components misaligned per dr. (B)(6)".